Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hypoglycemia after announcing a breakfast meal and receiving insulin from the ilet, with blood glucose decreasing from 182 mg/dl to 70 mg/dl despite the system¿s automated adjustments. Symptoms included hypoglycemia that required treatment. Outcomes included self-treatment with oral glucose and no alerts or alarms reported. Investigation included troubleshooting and user education. Investigation of this case revealed a cause that remained unclear. It was concluded that the event involved hypoglycemia with an undetermined cause.